Event description:
It was reported that during the first right ventricular (rv) lead impedance measurements the implantable cardioverter defibrillator (ICD)&#513;d high impedance measurements on the rv defibrillation coil suspected as not well connected to ICD. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.